Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer had an alternate pump available for insulin therapy.